Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's internal battery was in a low state of health . The device's internal battery was replaced to address the issue. Additionally, the rtc offset was confirmed. The oxygen connector clip was damaged during testing and the connector was replaced. A sd write error was experienced and the system motherboard will need to be replaced. Initial power up error was not confirmed. The inlet air path assembly and removable air path foam were replaced per remediation. Device passed all final testing.